Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's niece reported via phone call that the customer had a no delivery alarm. Customer's blood glucose was 109 mg/dl. The niece also reported a black dot on the insulin pump. It was also reported the no delivery alarm was resolved with a complete set change. The niece also reported the no delivery alarm did not occur during a manual prime. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.